Event description:
It was reported that during an unknown time the device was cutting too deep. There was no patient harm or delayed noted. Due diligence is in process and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the unit was extremely out of calibration and that the rpms were within specification but erratic. Seals, caps, screws, bearings, reciprocation arm, control bar, thickness control shaft, lever, ball plunger, spring pin, neckpiece assembly, insulator handpiece, washer, eccentric shaft assembly, rings, plug harness, switch mount, switch, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.